Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A powerport clearvue was implanted, and the patient reported difficulty inhaling when the port is accessed. She stated that she has no problem exhaling, only inhaling. The patient went to the ER and had a chest x-ray performed. She was informed that the x-ray was normal, but the port catheter had shifted slightly and was still considered acceptable. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A power port clear vue was implanted and patient reported that she is having difficulty inhaling when her port is accessed. States she has no problem exhaling and only inhaling. She went to the ER and completed a chest xray. She was told that the xray was ok and that her port catheter had moved a little but still ok. The current status of the patient was unknown.